Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 22 mg/dl while wearing the pod between 4 and 24 hours. The patient reports receiving a auto off hazard alarm for the pod. The patients continuous glucose monitoring (cgm) is not compatible with the op5 pod being used by the customer. The patients wife had given the patient oral glucose prior to the paramedics arrival. Once the paramedics arrived the patient was treated with glucose gel and taken to the hospital. The patients treatment at the hospital is not available. The patient was discharged from the hospital the following morning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. The dexcom pro cgm is not compatible with omnipod 5.